Event description:
It was reported the device lost image for 2-3 minutes during a procedure. There were no adverse consequences as a result.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no image on screen probable root cause: tx main/ antenna/front board, display main/antenna board/silex module/ wifi module/ wireless receiver sub board, display lcd panel/ lvds cable, connectors, display firmware/software, transmitter software/firmware, available wireless channels, display power supply, token / token slot, wireless interference, use error, tx mainboard, manufacturing/ service nonconformity, connected console malfunction. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the device lost image for 2-3 minutes during a procedure. There were no adverse consequences as a result.